Event description:
It was reported that the pt had a seroma over the pump and other unspecified "complications". The seroma was recurrent and required aspirations of 300-400 ccs of serous fluid. The pt had " multiple episodes where the pump was refilled and at the same time the seroma was drained." The reporter indicated that she had four surgeries over a 16 months span. The pt was tested for titanium allergy which was negative. The pt was referred to a plastic surgeon. The outcome of that referral was not reported. The pump was subsequently removed and the pt " improved significantly". Following removal of the pump, the pt had return of her spasticity with ambulation difficulties requiring use of a walker or quad cane.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.